Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire technical support suggested to replace the power board. The proved reason for the device behavior is a self-activating input signal on the powerboard. The proved reason for the device behavior is a self-activating input signal on the powerboard. The signal simulates a power button event without any user interaction. These results in self-restarts and shut-down dialogue box triggering. In worst case, it is possible that the device switches off by itself, when the signal meets the force-quit sequence. It is apparent that the device is polluted more than expected. Most likely internal pollution with electronically conductible dust. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
The customer reported a problem with bellavista 1000 where the unit sometimes shutdown automatically although the ac power was connected. There was no information regarding patient associated with the event.